Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. The physician reported that the cause of the adverse event was due to high tidal volume ventilation, emphysema, and a cavitary lung mass. There was no device malfunction associated with the event. The system logs were not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, which was discovered via fluoroscopy. The target lesion was located in the left upper lobe, close to the pleura, and more than 3 centimeters in size. The patient was asymptomatic as they were still intubated and on the ventilator. The initial size of the pneumothorax was moderate, and a chest tube was placed immediately to address the issue. The patient was admitted to the intensive care unit after the procedure. The physician reported that the cause of the pneumothorax was due to high tidal volume ventilation, emphysema, and a cavitary lung mass. There was no device malfunction associated with the event.